Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens on (B) (6) 2008 in his left eye (os). The patient reportedly had lost vision due to the development of a cataract and also had a second surgical procedure because the icl was either removed, replaced or repositioned. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Secondary surgery. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).